Event description:
It was reported that the patient presented to the clinic after feeling the patient notifier. Interrogation of the device had an alert capacitor charge time limit reached in 2009. The patient had not received hv therapy and no episodes were recorded. The lv lead also showed a rapid increase in pacing threshold. At follow-up visit, the device was still not showing a charge time and would not complete a capacitor maintenance. Device was removed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event was verified in the laboratory. Analysis found that the device failed some tests. The device was cut open and after further testing, the hv capacitors were sent to an outside laboratory. The cause of the extended charge time was due to a damaged high voltage capacitor.